Event description:
It was reported that the patient had several inappropriate shocks due to atrial fibrillation. The device therapy zone rate has now been reprogrammed. Upon initial interrogation, there was a battery depletion alert. Technical services advised that, since the battery remaining percentage is at 41 percent, this may be a false positive alert. The caller should send in a device data download for review. There were no additional adverse patient effects. The device remains implanted.